Event description:
It was reported that the patient passed out and had a motor vehicle accident. At the time of the accident the patient was being monitored via telemetry. It was noted that the patient had a bradycardic episode, heart rate was in the forty's, and there was no pacing. The device sensitivity was increased. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.